Manufacturer narrative:
The customer was sent a replacement breastpump. The product was evaluated on 4/11/2016; the product passed all functional tests, but it was noted by the service technician that the pump housing and battery cover were damaged. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016 that she was experiencing low suction with her freestyle hands-free breastpump. She also reported she had mastitis, for which her physician gave her a prescription. A medela clinician followed up with the customer and she stated her mastitis has been resolved.